Event description:
It was reported a csf leak occurred during the pt's trial procedure and a blood patch was performed. The pt complained of a headache postoperatively. Follow-up information indicated the pt is fine and she will be moving forward with a permanent implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.